Manufacturer narrative:
H6 - updated one device was received for investigation. The device was visually inspected and functionally tested. The testing could duplicate the alarm on power up, but the occlusion alarm did not occur. The speaker was unplugged causing the device to alarm. The speaker was plugged back in. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device failed occlusion testing and primary audible background test. The speaker, plunger cable, and plunger case were replaced but the error persisted. It is unknown if there was patient involvement, no adverse patient effects were reported.